Manufacturer narrative:
H3) the software team reviewed the logs, and it was observed that only one session log was present for the reported date. The tool verification failed approximately four times for the 'straight suction' due to the distance criteria not being met. Subsequently, the user added the '70 deg curved suction', and the verification succeeded. During the navigation task, the user cleared low performance warnings. Additionally, the logs recorded events related to garbage collection and resource eviction. Apart from this, the logs did not capture sufficient information regarding the intermittent unresponsiveness of instruments. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: a manufacturer representative went to the site to test the equipment. In summary, no issues were found with the system. The system performed as intended. Codes fdm b01, fdr c19, fdc d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID 9735762, version: 2.1.0. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that the site expressed difficulties verifying several instruments. After several minutes of troubleshooting, the instruments were successfully verified. During navigation, the site reported that the instruments would intermittently go unresponsive. By this point, the site abandoned use of the system. The medtronic representative (rep) could not duplicate the issue. The instruments verified and did not go unresponsive while in navigation. They aborted the use of medtronic equipment. There was a delay of less than one hour. There was no impact on the patient's outcome.